Manufacturer narrative:
On investigation penlon believe that a solid, corrosive, foreign body was introduced into the system via the gas flow path through the back bar. This was then carried down to the temperature compensation device and the control needle, causing mechanical and corrosive damage. With these two parts affected control of the vaporizer would be compromised. A change in the performance of the vaporizer would be picked up via the patient monitoring. The healthcare professional would have set the alarm levels for the anaesthetic agent and therefore, if the device delivered agent above or below the required levels, the alarm would sound. This would allow action to be taken to avoid death or serious injury.

Event description:
A customer reported that the penlon delta vaporizer over-delivered anaesthetic agent whilst being used on a patient. There was no report of death or serious injury. The vaporizer was returned for investigation.